Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the day prior, a beta bionics ilet user experienced fluctuating glucose levels, including a hypoglycemic episode with a blood glucose value of 55 mg/dl and a hyperglycemic episode with a blood glucose value of 314 mg/dl. The user treated the low with fast-acting carbohydrates and glucose tablets, and glucose levels returned to range. No medical intervention was required.